Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to corroded electronic assembly. They were unable to test for pump beeping due to the blank display. The pump had broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip and cracked case window display corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 228 mg/dl at the time of incident. The customer stated that the pump was exposed to water when an ice pack leaked. They changed the battery and the pump beeped but the display did not return. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.